Event description:
Customer reported that the insulin pump shut off by itself and also received a failed battery alert. Customer's current blood glucose reading is 375 mg/dl and has treated with a manual injection. Customer reported having changed the batteries several times and the insulin pump still does not power up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery insertion. No blank display noted. Insulin pump alarmed failed battery test after battery insertion due to corroded battery tube. Insulin pump unable to test the operating currents, low battery alarm and off no power alarm due to failed battery test alarm. Insulin pump had a minor scratch on display window, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on connector isolation tape on lcd.